Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. The photo for underfill appears to have tubes that did not fill to the fill line. Bd is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed. The photo for underfill appears to have tubes that did not fill to the fill line. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Bd is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that some bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes underfilled during use, while others overfilled. The following information was provided by the initial reporter: "customer reported issues with a draw volume - some tubes are underfilled, some overfilled."